Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, and the damage appeared to be related to use of the device. One 4.5 fr microintroducer was returned for investigation. A visual observation of the returned sample revealed that the sheath and dilator were connected. A shaft of the sheath and dilator were bowed. A microscopic examination revealed deformation at a point at the distal tip of the dilator. This type of deformation to the vessel dilator material is consistent with damage caused from abrasion as the introducer is advanced over a guidewire. A portion of the edge along the distal tip of the sheath also exhibited compression damage, which can happen if the edge of the sheath inadvertently catches on the surrounding tissue or vessel during insertion. The increased angle between the introducer and the guidewire can be a factor in the damage. The undamaged section along the distal sheath edge revealed what appeared to be a smooth and proper transition. The IFU states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿

Event description:
It was reported by the facility that during insertion of the microintroducer into the vein, the tip bent backwards. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0605 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during insertion of the microintroducer into the vein, the tip bent backwards. No patient injury was reported.